Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted on (B)(6), 2008.according to the complainant, the patient experienced pain, mesh erosion, dyspareunia, bleeding and infection (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.